Event description:
Ultherapy was performed on (B)(6) 2015. Topical pain medicine was applied 1/2 prior to treatment, however, machine was not on site and was 1 hour later being delivered. Upon receiving treatment, the pain was excruciating and needed to be stopped several times during the 1st pass and the heat was intolerable. I could feel pangs of nerve pain going from my chin (where the ultherapy was performed) through to my head. The 2nd pass was tolerable only by clenching my fists so tightly and it did not last long. Swelling and bruising lasted until (B)(6) 2015 and everything seemed fine up to the end of the year. Beginning in (B)(6), I noticed my eyes seemed different. I attributed it to over-working and thought rest would clear it up. Instead, my eyes began to have a "sunken" in effect and lost that sparkle. Each time I passed a mirror, my face seemed "off". I just couldn't put my finger on it. I tried a different hair color and style but still my face was becoming strange. A few months passed, and now I could feel my forehead getting "smaller", my temples indenting and all the fat from my face had disappeared. I had this "pancake" look on my face. I had 2 eyes, a nose and lips and that's it. No definition, my nose becoming bonier and laughing or crying, my face was so distorted. My neck had lines and lines of wrinkles when I turned to the side. Then I began noticing my profile. The intended forehead made a slope towards my nose, my eyes were sunken in (very hard to describe) but this was not me. It was so scary to see. I instantly realized my face is changing/shrinking before me. I could feel a pain against my forehead and pressure on the bridge of my nose and underneath my eyes that still hasn't gone away. Since nothing has happened to me, except ultherapy, I (B)(6) "side effects of ultherapy" and found webpage of all similar effects other women have suffered at the hands of ultherapy and their users. Ultherapy was described to me as a laser treatment that would generate new collagen and tighten up my jawline, with no side effects. It was compared to photofacials but at a higher degree. They boosted dr (B)(6) had featured on his show and asked me to (B)(6) that and the ultherapy website. I did so and no where did anyone mention these horrible side effects that have happened. This is excruciating painful not to see me in the mirror. Suicide and depression come in waves because losing myself and who I was is unbearable. Someone needs to stop this from happening to other women and someone needs to help the women, like myself, get back to normal. This cannot be allowed to happen. My children look at me as if I am a monster. I've aged myself 10 years when all I signed up for was a "tightening" of my jawline. Ultherapy needs to be removed from the market immediately. Please help!